Manufacturer narrative:
Follow-up # 1 (05/23/2011)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. The returned lancing device failed testing: a broken lancet holder issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient's wife contacted lifescan (lfs) customer service in (B)(4) on (B)(6) 2011 alleging a lancing device issue with her husband's onetouch lancing device. According to the troubleshooting performed with customer service, the reported issue was not resolved. This complaint is being reported because the patient allegedly developed low blood glucose symptoms (shaky, weakness, and rapid heartbeat) because he was unable to test with the lancing device for about 2-3 days. According to the patient's wife, the patient did not receive any treatment. A replacement lancing device was sent to the patient.